Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00334, 3013450937-2022-00335, and 3013450937-2022-00337. The following MDR has been submitted for the same patient: 3013450937-2022-00201.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery on (B)(6) 2022. The following implants were revised during the revision surgery: eleos male-female midsection, eleos distal femur, eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery on (B)(6) 2022. The following implants were revised during the revision surgery: eleos male-female midsection, eleos distal femur, eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.